Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event due to the primary surgery reported was done with devices that are not from smith & nephew; therefore the reported event (revision surgery) is a non-valid complaint. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms based on the documentation provided, the root cause of the retained foreign body (fb) case (B)(4) was human error. The surgeon noted that although there was a retained fb in the femoral canal, the fb ¿was not the reason the knee has failed.¿ per the 2nd revision op-note, the revision was due to pain secondary to frank (mechanical) tibial component loosening, ligament instability, and patella maltracking which required correction of the femoral flexion and valgus orientation case (B)(4).the patient impact beyond the reported symptoms, retained fb and subsequent revision could not be determined. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include damaged product, implant corrosion or wear. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
Us legal: it was reported that revision surgery was performed due to metallosis and nickel allergic reaction. Patient also presented pain and swelling. Competitor devices were implanted.